Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Concomitant product ID 401258 lead, implanted: (B)(6) 1987. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted due to infection. No patient complications have been reported as a result of this event.